Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, implant date, explant date, patient / device codes, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings. Update: (B)(6) 2011 - the sales rep has reported the revision for the right side. Patient was revised to address acetabular cup loosening and pain. Update: (B)(6) 2012 - the sales rep has reported the revision for the left side. Patient was revised to address acetabular cup loosening and pain.